Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) unit battery is not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit battery is not charging. There was no patient involvement.

Manufacturer narrative:
It was reported that cardiosave intra aortic balloon pump (iabp) unit not charging batteries. A getinge field service engineer (fse) contacted customer and asked them to check to make sure the rescue unit was inserted correctly into the hybrid cart. The unit was not all the way into the hybrid cart causing the unit to not charge. The customer re inserted the rescue cart and batteries are now charging. There was no patient involved/harmed as the issue was reported during routine testing. No work was performed on the unit as the issue was resolved by the customer. H3 other text : customer resolved the issue.